Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the 14fr introducer at the femoral artery to support the 83-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient's underlying medical history was not shared. The 14fr sheath was peeled away on the day of cp implant and the team observed a hematoma to be at the access site. Best practices were completed in the forward tension sutures and angled matching, but the hematoma required treatment with the infusion of 2 units of blood and application of a femstop. After 2 days the pump was weaned and explanted. Patient survived the harm. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.